Manufacturer narrative:
The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the clamp of a peritoneal dialysis (pd) transfer set experienced a separation issue which resulted in peritonitis manifested by abdominal pain, nausea, vomiting, and cloudy effluent. This occurred during use of the device for pd therapy. This issue was further described as, ¿patient¿s roller clamp to pd transfer set malfunctioning and a piece of the roller clamp came apart¿. The patient was not hospitalized for peritonitis. On an unspecified date, the patient received unspecified antibiotic treatment for peritonitis and the transfer set was replaced. At the time of this report, treatment was ongoing for peritonitis. The action taken with pd therapy was not reported. No additional information is available.